Event description:
Sorin group (B)(4) received a report that intermittently during a procedure, when the blood level drops below the level sensor the associated pump does not stop pumping. There was no report of patient injury

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that intermittently during a procedure, when the blood level drops below the level sensor the associated pump does not stop pumping. There was no patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
(B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported failure and attempted to resolve the issue by updating the device. However, the update failed. The display and control module were replaced and the system was successfully updated following the replacement. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.